Event description:
A pt of unk age and gender presented for an endovenous laser treatment of the greater saphenous vein. The treating physician removed the tre-sheath/laser fiber following the successful treatment of the first leg and was prepping to treat the second leg. Prior to inserting the tre-sheath into the second vein, the physician attempted to advance the dilator through the tre-sheath and noted that the dilator would not advance. Upon insertion of the tre-sheath, the physician noted that the gold tip had detached from the fiber and became lodged in the tre-sheath. This reported defect occurred while the device was outside the pt. There was no report of harm or injury to the pt.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any complaint. The review confirms that the lots met all material, assembly, and performance specifications. The device involved in the reported incident has been returned to the MFR for eval. An investigation into the root cause for incident is currently in progress. Once the device is received and evaluated, the results of the investigation will be sent via a f/u medwatch.